Manufacturer narrative:
Continued e.1 phone number: (B)(6).

Event description:
Healthcare professional reported "rupture device and shell and lymphorrhea". This record is for the right-side. Device has been explanted.